Event description:
No additional information received. Indwelling days of cannula reduced because of cannula kinking. While removing the cannula nurses observed tip of the cannula kinked.

Manufacturer narrative:
Pr (B)(4) follow up MDR supplemental for device evaluation no samples (including photos) were returned for the reported issue of ¿catheter kink / bent¿ with lot number 3192030 regarding item # 391591, so retention samples were used for the investigation. The device history review (DHR) of material number 391591 with lot number 3192030 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on 01 retention sample where the investigating team has visually inspected the samples for catheter kink / bent and no such type of defect was found in 01 retention sample.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bd venflon catheter was kinking. The following information was received by the initial reporter with the verbatim: indwelling days of cannula reduced because of cannula kinking. While removing the cannula nurses observed tip of the cannula kinked.